Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Healthcare professional reported for unknown side "¿skin necrosis and malposition¿ status of device is unknown.